Manufacturer narrative:
Per tandem¿s t:flex user guide: ¿only use humalog or novolog u-100 insulin, as any lesser or greater concentration can result in serious health consequences. Only humalog and novolog have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:flex system. It is not intended for use with any other delivery substance.¿

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. Reportedly, bg was addressed with manual insulin injections and the pump supplies were changed to address the issue. Additionally, customer was using admelog insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. The customer reverted to manual injections for insulin therapy.